Manufacturer narrative:
No unexpected button error alarms, weak battery alerts or scrolling of numbers were noted during testing. The pump passed displacement and off no power tests. The operating currents were in specification. However, the pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 286 mg/dl. The customer stated that numbers started scrolling up when trying to bolus. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.